Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified check clutch/ plunger lever error in history. During functional testing using the flow test the reported issue was duplicated. The screw for the position pot that holds it to extrusion was missing. The root cause of the issue was manufacturing's incorrect assembly of the device. Manufacturing responsible personnel have been notified of this issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Installed the missing screw for position pot.

Event description:
It was reported that the pump exhibited a clutch/plunger/ lever error. No patient injury was reported.